Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an alarm hardware low level failures. The customer¿s blood glucose level was unknown. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.